Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris smartsite gravity blood sets experienced tubing separation. The following information was provided by the initial reporter: the tubing is separating, this has happened several times.

Event description:
It was reported that an unspecified number of bd alaris smartsite gravity blood sets experienced tubing separation. The following information was provided by the initial reporter: the tubing is separating, this has happened several times.

Manufacturer narrative:
H6: investigation summary a photo was received and analyzed by our quality team. The customer's complaint of separation was clear in the photo and the complaint has been verified. Without further information like a physical sample, the root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.